Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a transmitter that could not be powered up due to a melted plug. Upon replacement of the plug, the transmitter could be powered up.

Event description:
This report is to advise of an event observed during analysis.